Event description:
It was reported that a catheter issue occurred requiring additional intervention. A 70% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. Following post dilation of a stent, an opticross hd (ochd) imaging catheter was selected for ultrasound examination of the target lesion. During the post ivus run, the tip of the ochd became stuck at the distal stent edge. The physician attempted to advance and rotate the ochd distally without success. The ochd was then cut, and the back end of the guidewire was inserted in an attempt to nudge the ivus tip off the distal stent edge however, this was also unsuccessful. A 6 fr guidezilla was used, and the stuck ochd was successfully removed together with the guidezilla as a single system. The procedure completed with a new ochd. There were no patient complications and the patient fully recovered.